Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 535 mg/dl. Customer had treated their blood glucose with a bolus delivery. It was also found the customer was feeling different due to their high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. It was also found the customer did not have a bent cannula after removing their infusion set. It was also found the customer's cannula had been pulled out from their body in a previous high blood glucose event. Customer also reported bleeding at their infusion site. Customer stated they were on medications that may cause bleeding. It was also found the customer had a check settings alarm. Customer's blood glucose was 257 mg/dl at the end of the call. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.